Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the cassette bag had a puffed look. The device was filled, and after initial filling with 50 ccs, the cassette was very pressurized due to excessive "air" to start. Approximately 40 cc of air was removed from the cassette to complete filling it with the additional 50. Inspection after filling, the cassette sat for a few hours and had visible particulates. The event occurred at the distributor facility, and there was no patient involvement.

Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, and the reported issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.